Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system brought the patient too low overnight, with recurrent nocturnal hypoglycemia after running slightly high before bedtime and consuming a small snack that likely prompted automated corrections; the user performed a factory reset and received education on training the ilet and meal announcements. Symptoms included dizziness, sweating, shaking, and confusion, with a documented low of 51 mg/dl and highs in the 200s, each out-of-range period lasting about 30 minutes. Outcomes included self-treatment of hypoglycemia with oral carbohydrates such as juice and candy without medical intervention or hospitalization. Investigation included troubleshooting, review of use practices, and reinforcement of best practices for training and meal announcement behavior. Investigation of this case revealed no device alarms, with hypoglycemia occurring in the context of pre-bed snack intake and algorithmic correction behavior while using a g7 sensor; oral glucose resolved the lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.